Event description:
Related manufacturer reference number: 2017865-2022-10192. It was reported that the patient presented in clinic for a check. Upon review, the implantable cardioverter defibrillator exhibited premature battery depletion and the right ventricle lead had dislodged and exhibited inappropriate anti-tachycardia pacing episodes. The implantable cardioverter defibrillator and right ventricle lead were both explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed on the implantable cardioverter defibrillator. Interrogation of the device revealed that the device was above elective replacement indicator (eri) when received. A longevity calculation was performed and found that the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.